Manufacturer narrative:
A report was initially received that a cypher sds was associated with failure to cross a lesion. Upon receipt, it was noted that the stent struts were also uplifted. The event involved a patient of unknown age, gender and medical history. The reason for the patient's admission was not reported; but an angiogram revealed a lesion in an unknown vessel. No vessel and/or lesion characteristics were provided. It is not known if the lesion was pre-dilated prior to the introduction of a 2.50 x 28mm cypher stent. Attempts to cross the lesion were unsuccessful and the product was removed without injury to the patient. Attempts to obtain further information regarding this event have been unsuccessful. The product was returned for evaluation with its' associated stent. Visual examination revealed that the proximal stent struts were damaged and compressed. The crossing profiles of the mid and distal aspect of the stent were found to be within specification. A DHR review of the involved lot number revealed that the products met requirements for product acceptance. Conclusion: the cause of the proximal strut damage could not be conclusively determined. Based on the limited information provided, it is not possible to draw a conclusion about a relationship between the device and the event.

Event description:
The stent did not cross the target lesion. There was no patient injury. However, upon receipt of the product, the proximal end of the stent struts were flared. Additional information regarding the procedure was not available.